Event description:
Evaluation revealed a misaligned display screen and (partially) dislodged force sensor pins.

Manufacturer narrative:
Evaluation revealed a misaligned display screen and (partially) dislodged force sensor pins. Review of the pump download history revealed loss of prime alarms associated with zero force. The pump was exercised for 24 hrs. On the 1 unit/hr basal rate program with no loss of prime warnings duplicated.